Event description:
Additional information received reported that the patient received a whole new system in the most recent replacement and was receiving "excellent" therapy. The leads were both damaged, most likely due to over tightening of the set screws at the lead and extensions connection. Information reported on (B)(6) 2012 stated that the patient was doing "better than ever." The reason for the issue was that the original implanter tightened the patient's lead and extension screws to tight and "basically" split the leads in two, causing an open circuit.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), product type extension, product ID 748240, serial# (B)(4), product type extension, product ID 3389s-40, lot# v011800, implanted: 2006 (B)(6), product type lead, product ID 3389s-40, lot# v011800, implanted: 2006 (B)(6), product type lead. (B)(4).

Event description:
It was reported that following the patient's implantable neurostimulator (ins) replacement, still intra-op, the high impedance issue had not resolved. The patient's pocket adapter was replaced, but impedances remained high. Upon further investigation, the hcp found that one lead-extension connection had migrated into the neck area and both leads were visibly damaged. It was noted that one lead was 'shredded' and the other was 'jammed' in the connector and broke off around connection#2 after the hcp handled the lead. The doctor replaced the extensions with a bilateral system and closed the patient. At a later date the patient had bi-bilateral lead replacement surgery due to the lead damage caused during the original implant. The patient outcome was noted as "great," and the patient had received good/expected therapy. If additional information becomes available, a follow-up report will be sent. See MFR. Report # 3004209178-2012-08945 for prior related device issues